Event description:
Customer called baxter to inform of a separation that occurred on this set. Pt was in surgery when set separated. Pt lost 25 to 50 cc of blood. Pt heart rate was checked and determined to be ok. Pts temperature dropped. Pt was given IV fluid. No additional pt information is available at this time. Samples are not available for evaluation.